Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe device was used during an esophagogastroduodenoscopy (egd) performed in the esophagus with dilation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noticed that the gauge needle would not move when pressure was being applied. The procedure was completed with another alliance inflation syringe device. There have been no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.